Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following information was received: 1. Could you please provide more details of issue reported? 2. Did the device cut? 3. If the device cut, was the cut line complete? 4. Did the reload begin to staple and cut, but then jammed? 5. Were the cut line and staple lines equal? 6. If the device cut and stapled, were there any staples missing from the staple line? 7. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: 1. Yes. 2. Yes. 3. No, no palpable jam. 4. No; only half was stapled but all cut, hence it opened up. 5. Yes, about half. 6. No effect on post-operative recovery whatsoever. 7. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, divided a thickened bit of small bowel with tlc to find that it had only stapled one half and not the other. No staples were present in one half of the reload. The surgeon had to repair the hole with sutures. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 01/06/2021 upon review it was identified that this is a duplicate report. All reported information for this event was reported under 3005075853-2021-00009.